Manufacturer narrative:
B5 - the reporter indicated, that the surgeon implanted a 13.2mm vticm5 13.2; -11.5/2.0/106 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced excessive vaulting. And on (B)(6) 2021, the lens was explanted. And later on the same date, a replacement lens of shorter length was implanted. The problem was resolved. The cause of the event was reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.5/2.0/106 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The patient experienced excessive vaulting. The cause of the event was reported as unknown. Lens remains implanted. Attempts to obtain additional information have not been successful.